Manufacturer narrative:
The device was returned with evidence of clinical usage, blood and tissue. The blade showed some tissue present. No visible defects. The toggle was able to move blade. The slide tab was able to move bisector forward and back. C-ring the slider was able to advance and retract c-ring. There was no damage to c-ring. There was no debris occluding the endoscope passage and was visible to the unaided eye at arms length. A supplemental will be forwarded when the investigation is completed in its entirety. A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. There are no other similar complaints reported against this batch. (B)(4).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the camera would not lock into the harvesting cannula on the vasoview 6 pro thus creating an insecure visual during dissection. A replacement device was used to complete the procedure. The hospital did not report any patient effects. This is for device 2 of 3. Refer to MFR report #s 2242352-2015-00193 and 2242352-2015-00194 for the additional complaints.